Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on surgical intervention. Sub hilar stenose. Left and 2x right perforation detected 12 days after ercp. Papillotomy: yes. Dilation left and right: 6 mm. Action taken: otsc. Lot number not confirmed. Lot number not confirmed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana , 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue: sub hilar stenose. Left and 2x right perforation detected 12 days after ercp. Papillotomy yes. Dilation left and right: 6mm. Action taken: otsc. Lot number not confirmed. This complaint is related to (B)(4), (B)(4) and (B)(4) whereby 4 patients in total had perforation in the duodenum as a result of stent migration after ercp. Additional information: additional information from the sales rep clarified that the perforation was in the duodenum for all four cases involved in these complaints. The images relating to the complaints were received on 9th february 2018. Further information received from the sales rep on the 20th march 2018 confirmed the following queries: did the perforation lead to the patient's death? Probably . What is the length of time between the perforation and patient death? 2 months. What was the cause of death? Ongoing abdominal sepsis. Was the patient receiving any chemotherapy or radiotherapy treatment during the stent placement? No. Further information received from the customer on the 10th april 2018 indicated the following: "I¿m in the hospital now and spoke to the doctor. Patient was going home in february. This was patients own decision. Didn't wants drains anymore etc. So patient left hospital without drains and antibiotics patients own decision". 1 week after perforation date abscess drainage patient died in february 1 week after leaving the hospital". Further information received from the sales rep on the 13th april 2018 clarified the following sequence of events relating to the patient's death: "initially the patient developed an abscess due to the perforation of the duodenum. Subsequently, as a consequence of discontinued abscess drainage and antibiotic treatment the patient developed sepsis and died one week after leaving hospital." It was confirmed that the abscess initially occurred directly after perforation in the duodenum. Lab evaluation: 3 x chbso-10-15 devices of a unknown lot number were involved in this complaint. As the devices were not returned for evaluation and the lot number is not confirmed, a document based investigation and image review was completed for this complaint. Imaging review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: four images, in pdf format, along with the complaint report, were submitted for review. Ercp image from the time of biliary stent placement, not dated, coronal reformats of CT scan of the abdomen and pelvis with IV contrast, dated (B)(6) 2017, and 2 ercp images from the time of biliary stent removal, dated (B)(6) 2017, will be discussed separately. Initial ercp image, presumably at the time of biliary stent placement, demonstrates the ercp scope within the duodenum. There is contrast demonstrating severe intrahepatic biliary ductal dilatation. There are 2 straight plastic biliary stents extending into the right lobe of the liver. The complaint report describes the level of stenosis to be infrahilar and likely related to cholecystectomy injury, presumably located in the region of the surgical clips. Both of the right directed stents extend at least 3 vertebral bodies more cranial than the level of stenosis and extend out into very small biliary radicals where the plastic flap likely engaged with the wall of the biliary tree. The third stent is a plastic biliary stent extending into the left lobe of the liver with cranial tip terminating in a rather large biliary radical. The caudal aspect of the left stent appears to still be engaged with the scope given this projection. The caudal aspects of the right directed stents are not engaged with the scope and terminate essentially at the ampulla. If the scope were not in place, the left directed stent would likely abut the inferolateral wall of the duodenum. The cranial aspect of the left stent terminates approximately 2 vertebral body heights cranial to the area of surgical clips where the presumable stenosis is located. CT scan with IV contrast of the abdomen and pelvis, dated (B)(6) 2017, demonstrates the caudal margin of one of the stents in an extraluminal location. There is gas and fluid in the retroperitoneum as well as fluid seen coursing in the perihepatic space, consistent with bile leakage. There is pneumobilia present. On this single image, determining which stent has perforated is not possible. Ercp at the time of duodenal perforation repair and stent retrieval, dated (B)(6) 2017, demonstrates the 2 stents directed into the right hepatic lobe to be in relative stable position. The caudal margins appear to terminate along the medial wall of the duodenum. The left directed stent appears to have migrated caudally by several centimeters with the tip terminating outside of the air seen within the duodenum, consistent with perforation. The next image demonstrates interval removal of the perforated biliary stent and placement of an over the scope clip device to repair the duodenum. There may be a small amount of air and contrast seen in the retroperitoneal space following repair. Impression: initial ercp and intervention was performed due to a subhilar stricture following cholecystectomy. Initial ercp image demonstrates placement of 3 plastic biliary stents. The 2 stents directed into the right hepatic lobe extend very peripherally into the liver into small biliary radicals, likely resulting in the plastic flap of the cranial aspect of the biliary stent engaging with the wall of the biliary radicals. The caudal ends of the right sided stents appear to terminate at the ampulla, in appropriate position. The leftward directed stent is seen projecting over a fairly large central portion of the left biliary tree, in a location where the plastic flap may not engage with the wall of the bile duct. Furthermore, on the single image provided, it appears that the caudal aspect of the leftward directed biliary stent is still potentially engaged with the ercp scope. If the scope were not in place, the stent would likely abut the inferolateral aspect of the duodenal wall in a perpendicular fashion. The follow-up CT scan confirmed perforation of the duodenum by the caudal margin of a stent. Follow-up ercp at the time of duodenal repair and removal of the perforated stent confirms it was the stent draining the left lobe of the liver. This has migrated caudally by several centimeters. The 2 right-sided stents appear to be in stable position, again this is likely explained due to engagement of the cranial plastic flaps arising from the stents with the small biliary in which the stents were placed. The left-sided stent was slightly more central in location in a larger biliary radical and the plastic flap would not likely have engaged with the wall of the biliary tree, nor the stricture which was several centimeters more caudal in location. All of the cranial aspects of the stents are located significantly more cranial than the actual level of stenosis. Given the length of the left stent, as well as the lack of engagement with the wall of the biliary tree, this resulted in the interaction of the caudal aspect of the stent with the inferolateral aspect of the duodenal wall. This interaction, along with breathing motion, and non-compressible nature of the stent along its long access, resulted in the rapid perforation of the duodenal wall. Duodenal perforations are a reported complication of plastic biliary stents, and in the literature, inappropriately long as well as straight (non-pigtail), biliary stents appear to be associated with a higher likelihood of duodenal perforation due to the direct pressures exerted on the duodenal wall. A shorter stent, positioned with the cranial aspect closer to the focal stenosis and distal aspect just distal to the ampulla, would have likely decreased the risk of perforation in this individual. There is no perceivable advantage of advancing the biliary stents as distal into the biliary tree as was seen in this case. Placing the cranial margin of the stent just cranial to the level of stenosis would sufficiently drain the ducts, and potentially decrease the risk associated complications of the plastic biliary stents. The observation of significant findings relative to the use of the device were as follows: development of duodenal perforation from biliary stent felt to be related to stent length and position of deployment. The observation of additional device findings relative to the clinical perspective were as follows: none. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in a laboratory setting. A probable root cause for this complaint may be attributed to the inappropriate stent length chosen which may have contributed to early migration and perforation. Feedback from r&d engineering also viewed that the choice of stent (i.e. Stents that are too long or too short) may be a contributory factor to this complaint. A stent that is too short will not bridge the stricture and migrate out of the duct or a stent that is too long will sit too far beyond the stricture such that the flap is not anchored against anything which may cause it to migrate until it anchors against the stricture or the duodenal wall (depending on what it reaches first). Feedback from clinical personnel at cirl suggests that migration/perforation may be related to papillotomy and the physicians may have left the duodenal end too long into the duodenum. Feedback from the medical advisor at cirl suggested that if ongoing abdominal sepsis occurred prior to the duodenal perforation, it would not be considered as stent-caused event. If the abdominal sepsis occurred right after the duodenal perforation, it may be considered as a stent-related event, but the stent itself was not the cause of the death. Following review of information from the medical advisor at cirl, it was advised that as the patient died after refusing further treatment and management, the cause of patient's death was not related to stent perforation. The summary from the meeting between cook medical personnel and physicians at the medical facility suggests that on review of the images, the stents have a certain shape set after placement whereby there is pressure in the sent at different levels that could contribute to early migration. However this may be uncertain. The complaint is confirmed based on the independent clinical review of the images; perforation had occurred following stent migration. IFU review: it may be noted that according to instructions for use, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Summary: the complaint is confirmed based on the independent clinical review of the images; perforation had occurred following stent migration. Following the meeting between meeting between cook medical personnel and physicians at the medical facility, it was agreed that the facility would change to tannenbaum stents with the use of huibregtse design stent as a back up for the left side stricture. The use of these stents will be closely monitored. Complaints of this nature will continue to be monitored for potential emerging trends. H3 other text : cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana , 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the customer reported the following complaint issue: sub hilar stenose. Left and 2x right perforation detected 12 days after ercp. Papillotomy yes. Dilation left and right: 6mm. Action taken: otsc. Lot number not confirmed. This complaint is related to (B)(4), (B)(4) and (B)(4) whereby 4 patients in total had perforation in the duodenum as a result of stent migration after ercp. Additional information: additional information from the sales rep clarified that the perforation was in the duodenum for all four cases involved in these complaints. The images relating to the complaints were received on 9th february 2018. Further information received from the sales rep on the 20th march 2018 confirmed the following queries: did the perforation lead to the patient's death? Probably . What is the length of time between the perforation and patient death? 2 months. What was the cause of death? Ongoing abdominal sepsis. Was the patient receiving any chemotherapy or radiotherapy treatment during the stent placement? No. Further information received from the customer on the 10th april 2018 indicated the following: "I¿m in the hospital now and spoke to the doctor. Patient was going home in february. This was patients own decision. Didn't wants drains anymore etc. So patient left hospital without drains and antibiotics patients own decision". 1 week after perforation date abscess drainage patient died in february 1 week after leaving the hospital". Further information received from the sales rep on the 13th april 2018 clarified the following sequence of events relating to the patient's death: "initially the patient developed an abscess due to the perforation of the duodenum. Subsequently, as a consequence of discontinued abscess drainage and antibiotic treatment the patient developed sepsis and died one week after leaving hospital." It was confirmed that the abscess initially occurred directly after perforation in the duodenum. Lab evaluation: 3 x chbso-10-15 devices of a unknown lot number were involved in this complaint. As the devices were not returned for evaluation and the lot number is not confirmed, a document based investigation and image review was completed for this complaint. Imaging review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: four images, in pdf format, along with the complaint report, were submitted for review. Ercp image from the time of biliary stent placement, not dated, coronal reformats of CT scan of the abdomen and pelvis with IV contrast, dated (B)(6) 2017, and 2 ercp images from the time of biliary stent removal, dated (B)(6) 2017, will be discussed separately. Initial ercp image, presumably at the time of biliary stent placement, demonstrates the ercp scope within the duodenum. There is contrast demonstrating severe intrahepatic biliary ductal dilatation. There are 2 straight plastic biliary stents extending into the right lobe of the liver. The complaint report describes the level of stenosis to be infrahilar and likely related to cholecystectomy injury, presumably located in the region of the surgical clips. Both of the right directed stents extend at least 3 vertebral bodies more cranial than the level of stenosis and extend out into very small biliary radicals where the plastic flap likely engaged with the wall of the biliary tree. The third stent is a plastic biliary stent extending into the left lobe of the liver with cranial tip terminating in a rather large biliary radical. The caudal aspect of the left stent appears to still be engaged with the scope given this projection. The caudal aspects of the right directed stents are not engaged with the scope and terminate essentially at the ampulla. If the scope were not in place, the left directed stent would likely abut the inferolateral wall of the duodenum. The cranial aspect of the left stent terminates approximately 2 vertebral body heights cranial to the area of surgical clips where the presumable stenosis is located. CT scan with IV contrast of the abdomen and pelvis, dated (B)(6) 2017, demonstrates the caudal margin of one of the stents in an extraluminal location. There is gas and fluid in the retroperitoneum as well as fluid seen coursing in the perihepatic space, consistent with bile leakage. There is pneumobilia present. On this single image, determining which stent has perforated is not possible. Ercp at the time of duodenal perforation repair and stent retrieval, dated (B)(6) 2017, demonstrates the 2 stents directed into the right hepatic lobe to be in relative stable position. The caudal margins appear to terminate along the medial wall of the duodenum. The left directed stent appears to have migrated caudally by several centimeters with the tip terminating outside of the air seen within the duodenum, consistent with perforation. The next image demonstrates interval removal of the perforated biliary stent and placement of an over the scope clip device to repair the duodenum. There may be a small amount of air and contrast seen in the retroperitoneal space following repair. Impression: initial ercp and intervention was performed due to a subhilar stricture following cholecystectomy. Initial ercp image demonstrates placement of 3 plastic biliary stents. The 2 stents directed into the right hepatic lobe extend very peripherally into the liver into small biliary radicals, likely resulting in the plastic flap of the cranial aspect of the biliary stent engaging with the wall of the biliary radicals. The caudal ends of the right sided stents appear to terminate at the ampulla, in appropriate position. The leftward directed stent is seen projecting over a fairly large central portion of the left biliary tree, in a location where the plastic flap may not engage with the wall of the bile duct. Furthermore, on the single image provided, it appears that the caudal aspect of the leftward directed biliary stent is still potentially engaged with the ercp scope. If the scope were not in place, the stent would likely abut the inferolateral aspect of the duodenal wall in a perpendicular fashion. The follow-up CT scan confirmed perforation of the duodenum by the caudal margin of a stent. Follow-up ercp at the time of duodenal repair and removal of the perforated stent confirms it was the stent draining the left lobe of the liver. This has migrated caudally by several centimeters. The 2 right-sided stents appear to be in stable position, again this is likely explained due to engagement of the cranial plastic flaps arising from the stents with the small biliary in which the stents were placed. The left-sided stent was slightly more central in location in a larger biliary radical and the plastic flap would not likely have engaged with the wall of the biliary tree, nor the stricture which was several centimeters more caudal in location. All of the cranial aspects of the stents are located significantly more cranial than the actual level of stenosis. Given the length of the left stent, as well as the lack of engagement with the wall of the biliary tree, this resulted in the interaction of the caudal aspect of the stent with the inferolateral aspect of the duodenal wall. This interaction, along with breathing motion, and non-compressible nature of the stent along its long access, resulted in the rapid perforation of the duodenal wall. Duodenal perforations are a reported complication of plastic biliary stents, and in the literature, inappropriately long as well as straight (non-pigtail), biliary stents appear to be associated with a higher likelihood of duodenal perforation due to the direct pressures exerted on the duodenal wall. A shorter stent, positioned with the cranial aspect closer to the focal stenosis and distal aspect just distal to the ampulla, would have likely decreased the risk of perforation in this individual. There is no perceivable advantage of advancing the biliary stents as distal into the biliary tree as was seen in this case. Placing the cranial margin of the stent just cranial to the level of stenosis would sufficiently drain the ducts, and potentially decrease the risk associated complications of the plastic biliary stents. The observation of significant findings relative to the use of the device were as follows: development of duodenal perforation from biliary stent felt to be related to stent length and position of deployment. The observation of additional device findings relative to the clinical perspective were as follows: none. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in a laboratory setting. A probable root cause for this complaint may be attributed to the inappropriate stent length chosen which may have contributed to early migration and perforation. Feedback from r&d engineering also viewed that the choice of stent (i.e. Stents that are too long or too short) may be a contributory factor to this complaint. A stent that is too short will not bridge the stricture and migrate out of the duct or a stent that is too long will sit too far beyond the stricture such that the flap is not anchored against anything which may cause it to migrate until it anchors against the stricture or the duodenal wall (depending on what it reaches first). Feedback from clinical personnel at cirl suggests that migration/perforation may be related to papillotomy and the physicians may have left the duodenal end too long into the duodenum. Feedback from the medical advisor at cirl suggested that if ongoing abdominal sepsis occurred prior to the duodenal perforation, it would not be considered as stent-caused event. If the abdominal sepsis occurred right after the duodenal perforation, it may be considered as a stent-related event, but the stent itself was not the cause of the death. Following review of information from the medical advisor at cirl, it was advised that as the patient died after refusing further treatment and management, the cause of patient's death was not related to stent perforation. The summary from the meeting between cook medical personnel and physicians at the medical facility suggests that on review of the images, the stents have a certain shape set after placement whereby there is pressure in the sent at different levels that could contribute to early migration. However this may be uncertain. The complaint is confirmed based on the independent clinical review of the images; perforation had occurred following stent migration. IFU review: it may be noted that according to instructions for use, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Summary: the complaint is confirmed based on the independent clinical review of the images; perforation had occurred following stent migration. Following the meeting between meeting between cook medical personnel and physicians at the medical facility, it was agreed that the facility would change to tannenbaum stents with the use of huibregtse design stent as a back up for the left side stricture. The use of these stents will be closely monitored. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Sub hilar stenose. Left and 2x right perforation detected 12 days after ercp. Papillotomy: yes. Dilation left and right: 6mm. Action taken: otsc. Lot number not confirmed. Lot number not confirmed.

Manufacturer narrative:
Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: (B)(4). Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
This MDR is being submitted based on surgical intervention. Sub hilar stenose. Left and 2x right perforation detected 12 days after ercp. Papillotomy: yes. Dilation left and right: 6mm. Action taken: otsc. Lot number not confirmed. Lot number not confirmed.